Event description:
It was reported to philips that the system would not boot up properly and required multiple reboots. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system would not boot up properly and required multiple reboots. Review of the log files showed en_x inactive and hand/footswitch pressed¿ warnings. Upon functional testing, the fse found intermittent errors in the logs. The defective part was returned for analysis, for footswitch no failure was found. However, fse replaced footswitch and reseating hard drive and connections on the x-ray/host pc. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.